Event description:
On 7/15/97, the physician informed the MFR's rep of the following: a catheter was placed in the pt and leakage from the tubing was noticed. The catheter was removed and replaced with the same device catalog/lot number. No further details were provided at this time.